Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise, impedance was 2000 ohms and sensing had decreased to 1 mv. The patient would be scheduled for follow up in 6 months. The lead remained implanted.

Event description:
New information on (B)(6) 2014 indicates the lead continues to exhibit high impedance and noise with inappropriate ams. The patients medical condition was good. The lead was reprogrammed and remained implanted.